Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test due to keypad unresponsive. Pump received with broken reservoir tube lip, cracked case near display window corners, cracked on display window, and missing end cap sticker noted.

Event description:
The customer reported via phone call that they had low and high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 47 mg/dl and then later was 468 mg/dl. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 47 mg/dl then later was 468 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.